Manufacturer narrative:
Batch review performed on 16 august 2019: lot 19c0001: (B)(4) items manufactured and released on 30-jan-2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.243a head biolox option ø 28 (k131518), lot. 19c0023. Batch review performed on 16 august 2019: lot 19c0023: (B)(4) items manufactured and released on 31-jan-2019. Expiration date: 2024-01-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2854mhc double mobility hc liner 28/dmg (k092265), lot. 1810746. Batch review performed on 16 august 2019: lot 1810746: (B)(4) items manufactured and released on 05-feb-2019. Expiration date: 2024-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event.

Event description:
The patient came in, 3 weeks after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon revised the medacta 28mm biolox option head with a 28mm biolox option head, a medacta biolox option sleeve xl with a biolox option sleeve xl and a medacta versafitcup dm liner hc 54/28 with a versafitcup dm liner hc 54/28. The surgery was completed successfully.